Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross dilator.

Event description:
It was reported a cardiac perforation, a pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. It was reported that during an ablation procedure, a versacross connect for faradrive kit was selected for use. The transseptal puncture was performed and following transseptal, it was noted that the patient's blood pressure was unstable. A pericardial effusion was noted at the left atrial appendage on imaging device. A pericardiocentesis was performed followed by an open-heart surgery to place a stitch in a small perforation found in the left atrial appendage. The patient was expected to be fully recovered. The device return is not expected to return (disposed). It was further confirmed that there was no pe noted prior to procedure. The procedure was halted due to the detected pe. It is believed that the perforation occurring during removal of the versacross rf wire and dilator following transseptal. The wire was straightened by the dilator, thus either the wire or dilator tip perforated the laa. This could have caused the perforation due to the manner in which they were handled during the exchange. No additional complications or difficulties noted.